Event description:
It was reported that several out of range high voltage lead impedance measurements on svc to can and svc to rv vectors were noted in the previous days during interrogation. The values went back to normal afterward. Svc to can channel became noisy when performing pocket manipulation and isometrics. Reprogramming was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.